Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner conductor coil close to the is-1 connector pin were found. The inner conductor coil was fractured in this area. Further investigations indicated that this damage was caused by overrotation of the inner coil during retraction of the fixation helix. Furthermore, cuts in the insulation were found which resulted most likely from the explantation procedure. Blood penetrated the lead. In addition, signs of abrasion were found along the lead body. However, the insulation was intact in these regions. The analysis of the lead did not reveal any irregularity that may have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 39 months, oversensing on the rv channel was reported.